Event description:
Rep reported that the catheter leaked csf near the distal end of the catheter. It was a very slight leak possibly caused by a micro perforation in the silicone. The catheter was cut off below the leak and re-attached to the drainage system. It was also reported that there was no patient injury and no delay the procedure.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was examined under microscope and two small nicks in the catheter were found. Although it is not possible to determine the root cause for the problem reported by the customer it might be likely that the device came in contact with a sharp / pointed object. This however cannot be confirmed. A review of the history device records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.